Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Atrial undersensing, over pacing, noise on farfield and atrial channel, low sensing values in ra and rv and rv short intervals, were reported. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.